Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted the damaged port septum had missing material with evidence of coring likely to have been caused by the use of a coring needle. The access port had non-penetrating nicks with striations described as surgical tool scratch-like. The band tubing and buckle were broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported the removal of a lap-band port "due to leak."